Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous shunt vessel. This 10.0 x 40/80 (5f) sterling otw balloon catheter was selected for dilation and ruptured at 6 atms upon the first inflation. The procedure was continued with another sterling otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).